Event description:
During an attempt to deploy a medtronic wiktor rival coronary stent, the stent failed to cross a lesion in the right coronary artery and became bunched. Thus, the physician was not able to pull the stent back through the percutaneous introducer sheath. The physician then used a microvena snare to retrieve the stent at the sheath. No other intervention or patient complications were reported.